Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported suture separation during knot advancement. The unexpected medical intervention appears to be related to be related to circumstances of the procedure. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery with a proglide device using the pre-close technique via a 6fr sheath hole prior to an interventional lower limb angioplasty and stenting procedure. The suture of one proglide device was successfully pre-placed. The sheath was upsized to 8fr and the interventional procedure was completed. Reportedly, post procedure, the non-rail end of the suture broke when tightening the knot. A new proglide was attempted, however the same failure occurred. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.